Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after starting the ilet and asked how to suspend insulin, and was informed the only way to stop insulin delivery is to disconnect from the device; the user was advised they could have residual insulin from prior therapy. Symptoms included low blood glucose with a reported nadir around 40 mg/dl and current reading of 78 mg/dl, with upward trend after treatment. Outcomes included self-treatment with oral glucose tablets and completion of troubleshooting and education without alerts or alarms and without the need for medical assistance. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction identified and that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear etiology, with device function not confirmed to be abnormal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.